Event description:
During a tt maze procedure, the surgeon inadvertently poked a hole in the posterior medial aspect of the right inferior pv. The surgeon performed a sternotomy and placed the patient on cardiopulmonary bypass and successfully repaired the small hole with a couple of sutures. The remainder of the procedure was completed without incident. The surgeon indicated the issue was not due to any issues with the device.

Manufacturer narrative:
The device was discarded by the surgeon due to the fact that he felt there was no issue with the device. The device was not retained by the hospital. Per atricure's internal processes the device history record was reviewed for non-conformance reports and rework routers. No non-conformance reports or rework routers were found that could have contributed to the reported event.